Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The complainant had placed an impella rp flex to support a patient admitted in with known right heart failure and transplant earlier in the month. The condition post transplant warranted the impella rp flex and it was placed but removed after just over two hours of support due to low flows that could not be successfully troubleshot. The team removed the impella rp flex and the decision was made to place a protek duo.

Manufacturer narrative:
The impella rp flex was returned for evaluation. The returned product revealed no kinks in the cannula or damages seen. There was biomaterial located underneath the impeller. The biomaterial was removed, and the pump ran with no issues. Based on data log and returned product analysis, the root cause of the low pump flows is due to biological material ingestion. The device passed all post sterile inspection checks.